Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The curved scissors insert (cev604t1u) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the returned curved scissors insert was in used condition. Tests were carried out upon receipt with the customer's tube and insert, as well as with ours and show the scissors cut well but there was resistance to closing the blades. Root cause analysis: the reported complaint was confirmed. It was determined that the pins were too dull. This was not noticed during prior service & repair evaluation, probably because of the lubrication provided.

Event description:
N/a.

Manufacturer narrative:
End user: (B)(6). An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the insert/5mm dia curved scissors insert for tube (cev604t1u) was defective; it was "tried on several handpieces but doesn't open or close." It was reported that the device was not in contact with a patient. Another instrument was used to finalize the procedure. No injury or death occurred; however, a 30-minute delay/prolongation in surgical time was reported.